Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
Elongation issue. The information received from the affiliate states that the stent elongated during treatment of a chronic total occlusion (cto). No patient and procedural information is available.

Manufacturer narrative:
The product was returned for evaluation and preliminary analysis revealed 8cm of distal tip was detached and included.the affiliate confirmed that the separation occurred during the procedure. Additional information will be forthcoming within 30 days upon receipt.

Manufacturer narrative:
The information received states that the stent elongated during treatment of a chronic total occlusion (cto). The product was returned for evaluation and preliminary analysis revealed 8cm of distal tip was detached and included. The affiliate confirmed that the separation occurred during the procedure. No patient and procedural information is available. One non-sterile pkg smart 7fr(80cm) stent 14x60mm was received coiled inside a plastic bag. Stent and locking pin were not received. The inner sheath was found separated at 7.9 cm from distal tip. One kink was detected at 11.5cm from ID band. Blood residues were found. No other discrepancies were found. Sem results showed the inner body external surface presented evidence of delaminating; however, this is a common condition when components of several layers got separated. The sample exhibited evidence of elongation at the surroundings of the separation, it also evidenced scratching and abrasions near the separation area. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics; however this could not be conclusively determined. The exact cause of the body separation could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The causes, of 'kink' and 'inner shaft separated' conditions could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issues. Handling and procedural factors could be contributed to this condition. The 'incorrect length-too long/stretched' condition reported by the customer was not confirmed since the stent was not received, the distance between the stop and the brite tip was found to be to 7.6 cm which is enough to contain an 60 mm stent. The exact cause of the failure could not determine. Neither the DHR review nor the analysis suggests that the failure could be related to the manufacturing process of the product; therefore, no corrective / preventive actions will be taken at this time. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. However, in this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.